Manufacturer narrative:
To fix the issue, a quote was sent to customer but was not accepted. Hence no work performed was by philips. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device failed the auto test. There was no patient involvement.